Event description:
It was reported via repair work order that the brakes could not be engaged. The technician was unable to duplicate the issue and no repairs were made. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.